Event description:
Initial results for a pt alt, ast and ld were 506, 147 and 23. When repeated, the results were 14, 28 and 145 respectively. The incorrect results were not reported. The field service representative found the pressure regulator was malfunctioning and repaired the instrument by replacing the pressure regulator.